Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
Related manufacturer reference number: 3006705815-2020-02611. It was reported that the patient was unable to enter MRI mode following a car accident. Reportedly, one of the patient's leads was displaying high impedance. Diagnostics revealed that the patient's leads had migrated (related manufacturer reference number: 3006705815-2020-02609). As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Surgical intervention resolved the issue.